Event description:
Patient suffered trauma wound to lower left leg from road traffic accident. This had been present for 7 months when pico was first initiated for 2 months in (B)(6) 2015. This treatment was successful and the patient was stepped-down to conventional dressings. However in (B)(6) the wound deteriorated and the decision was made to restart treatment with pico. One hour after the pico had been applied, the patient contacted the district nurses reporting feeling heat and discomfort from the dressing. They returned and removed the dressing to find what they believe to be an allergic reaction, exhibiting heat, redness and blistering of the skin where there had been contact with the adhesive.

Manufacturer narrative:
Reason for no device evaluation: the device has two sections; the dressing and the pump. The complaint is in relation to the dressing but only the pump was returned. As there was no indicated issue with the pump this was not evaluated.(B)(4)